Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states this MDR being submitted for unknown number of quantities. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred within three hours of insertion. The insertion site was thigh, buttocks, back of arms all have issues.the blood glucose level was high and the patient was treated with correction injection via multi daily injection. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00241. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 6006181 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6006181 were previously tested in complaint (B)(4) on 12/apr/2025. Test results: visual test according to wi version 3 on reference samples, (B)(4) samples out (B)(4) samples passed the test. Functional flow test 1 according to wi-002688 version 2 on reference samples, (B)(4) samples out (B)(4) samples passed the test. Device history record (DHR) review: the lot 6006181 was manufactured according to the wi version 27 and manufactured in the line 1, on 03/apr/2024, with a total of (B)(4) units. Trending: a query was run in database on 25/mar/2025 against malfunction code oft cannula found kinked upon removal from infusion site and lot 6006181 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.